Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting undersensing. The ipg was reprogrammed from the bipolar mode to the unipolar mode and the ipg is working appropriately.